Manufacturer narrative:
The reported event was confirmed cause unknown. Received (2) photo/video samples. Visual evaluation of the returned one-photo and one-video sample noted one opened (without original packaging), used balloon dilatation foley catheter. Visual inspection of the first photo sample noted the packaging that the device came in. Visual inspection of the first video sample showed a leak at the pressure pump while pressure is being applied. The reported failure is confirmed cause unknown. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before performing ureteral stricture dilation surgery, when the ureteral stricture balloon of the balloon dilatation catheter was opened for use, it was clearly seen that the pressure pump was leaking water. Solution was to replace the balloon.

Event description:
It was reported that before performing ureteral stricture dilation surgery, when the ureteral stricture balloon of the balloon dilatation catheter was opened for use, it was clearly seen that the pressure pump was leaking water. Solution was to replace the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.